Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 13394 was returned and analyzed. Visual inspection of the balloon catheter showed the devices inner balloon was burst. Verification of the smart chip file indicated the catheter was used for 11 injections. The balloon catheter failed the performance test due to the ¿the safety system has detected a compromised outer vacuum¿ 50032 notice. The pressure test and dissection confirmed the inner balloon was burst; further dissection did not show signs of a lifted thermocouple (tc), leak detection wire, or guide wire lumen breach or kink. In conclusion, the reported double balloon rupture and balloon breach were not confirmed. However, the balloon catheter failed the returned product inspection due to an inner balloon rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Kw 03-26-2021, product event summary: the data files were returned and analyzed. The files showed system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ in applications eight through 11 with a non-returned balloon catheter. The files also showed at least 11 applications were performed with this catheter on the date of the event. In conclusion, the physical product is in transit to the manufacture for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a "pop" noise was heard and it was observed the balloon portion of the balloon catheter expanded to be much larger than expected on x-ray. Then, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was removed from the patient and it was observed there was a double balloon breach. The case was aborted. No patient complications have been reported as a result of this event.